Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and the user was unable to pull medication. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.